Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two implantable neurostimulators (ins) for failed back surgery syndrome. It was reported that the patient¿s right side ins didn¿t want to charge anymore. The patient tried to charge last year and had no luck. The patient had never been able to call the manufacturer as things were bad as the patient¿s mother was sick. The patient stated that the device had probably not been charged in a year as of (B)(6) 2017. The patient stated that the last couple times she tried to turn on the right side, she had trouble. The patient tried to connect with the remote and recharger with no success. The right side not working began in 2016. It was noted that the patient was deaf in one ear. Additional information was received from the patient on (B)(6) 2018, reporting that their batteries were dead for a year and a half. It was indicated that due to the nature of the call patient services was unable to ask for more information. No symptoms were reported. It was indicated that the dead batteries that the patient was referring to were their previous rechargeable inss that were replaced with their new inss. No further complications were reported/anticipated. Reference related regulatory report regarding other ins serial number in report number 3004209178-2018-05759.